Event description:
The customer reported that during radiotherapy treatment, the therapist inadvertently treated patient a with patient b treatment plan. Both patients required imrt prostate treatment with similar parameters, which included the same dose per fraction. The customer did not feel that a serious injury had occurred and the incident is a result of user error.